Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the emergency room with complete heart block. Upon device interrogation it was found that the implantable pulse generator (ipg) battery had depleted prematurely. The patient was put on a temporary endocavitary pacemaker and the ipg is scheduled to be explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.